Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The display was having issues. Files were not available, and the system controller would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was replaced in (B)(6) 2024.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a display issue could not be confirmed through this evaluation. Additional information reported the device will not be returned for evaluation and log files were unavailable. A root cause of the display issue could not be determined. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii patient handbook section 2 ¿how your heart pump works¿ and heartmate ii instructions for use (IFU) section 2 ¿system operations¿ explain the system controller user interface, including the lcd screen. These sections also explain how to perform a self-test to check the controller¿s audible and visual alarms and explain how to maintain the readiness of the backup controller. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.